Manufacturer narrative:
The alleged v-care, unknown catalog and lot number, is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified, and a root cause cannot be determined. A two-year lot history review could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of 94 complaints, regarding 123 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use advises the user the following; remove v-care from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The surgical intuitive rep, called in this report, he stated v-care balloon (catalog number unknown) while being used during a robotic davinci hysterectomy, deflated, the surgeon lost anatomical landscape which contributed to laceration of the bladder & ureter. Injuries identified during procedure. Patient needed a foley catheter for 16 days and a stent was placed for 7 weeks. Further information was provided by an employee of the facility stating that the conmed product did not cause the injuries, that it was the surgical assistant that caused the injury. Further attempts to gather information were performed, however no additional information could be gathered. This report is being raised based on patient injury.